Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issue was unknown. The patient was given new groups to try and it was planned to meet with them in a couple of weeks to see if the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had lost some weight since implant and stated that their stimulator was floating around in the pocket. The patient was getting 50-60% pain relief. The patient had two shocking events at the stimulator site in the past month. There were no traumas or falls and no recent electromagnetic exposures reported to be related to the issue. Impedances were taken and were normal values. The patient was told to use an abdominal binder to keep the stimulator in position for the next couple of weeks. The patient was given some new programming to try and they were going to meet with the representative in 2-3 weeks. The indication for use was non-malignant pain.